Event description:
Boston scientific received information that the right ventricular lead had noise which was over-sensed by this device resulting in pacing inhibition in a pacer dependent patient. At this time they will continue to monitor the patient with no remedial action taken. No adverse pt effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.